Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the rep got a call from the healthcare provider regarding the patient reporting a shocking sensation at battery site when recharging the ins. Palpation doesn't elicit shocking response, and impedance is normal per rep, but this info is based off the healthcare provider. Rep doesn't have impedance values. Rep thinks the patient has shocking as soon as the green button is pushed. It was suggested to place recharger over the implant without recharging to see if the patient has shocking sensation. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider indicating the cause was not determined. Actions/interventions included telling the patient to turn the ins off when charging to see if that helps. The issue is not yet resolved.